Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The returned 2.7mm x 18mm non-locking hexalobe screw (part number 30-0348-s, batch number 557662) was examined visually under magnification to confirm failure. The returned screw measures at .227" or 5.76mm of the total .798"/20.26mm. Per notes returned with the screw, it was broken during removal. The fracture pattern showed signs of shear force break. This was consistent with the screw being rotated with enough torque to be broken. Depending on the density of the bone, boney on growth, more torque could have been generated to break the screw. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined. Corrected data: type of investigation code (annex b): updated 3331 and 10. Investigation findings code (annex c): updated to 3243.

Manufacturer narrative:
Per information received, it was indicated the device was available for evaluation. However, the device has not been returned at this time. A follow-up will be submitted at the time of the product's return and evaluation.

Event description:
It was reported during surgery (male between 50 - 59 years old) that a non-locking hexalobe screw broke off while being inserted. The broken piece was removed with another company's instrument (manufacture unknown), there were no remains in the bone. The surgery was completed with a replacement device (same model) after a 15-minute delay. No other patient consequences were reported.